Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported that the patient's ipg was unable to communicate after an unrelated surgical procedure which may have employed the use of monopolar electrosurgery devices. Ipg was able to be recovered with the clinician programmer thus resolving the issue.